Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, both stents are implanted through descemet's membrane and into corneal stroma (od). The inferior stent is further from the corneal limbus, and the superior stent is more peripheral in the cornea. The positioning of the stents did not result in any patient harm. The patient was being monitored. The surgeon indicated that the patient¿s vision including the cornea and the iop appeared to be unaffected.

Manufacturer narrative:
=Date of occurrence estimated as the actual date was not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, a patient reported being able to see the stents and inquired to another doctor if the stents were visible. Per report, the doctor visualized the stents, implanted in the cornea instead of in the trabecular meshwork (tm) during post-op examination. The patient iop was reported as ¿acceptable¿ and there was no report of patient impact/adverse events. A consult was initiated with the glaukos medical monitor to further discuss how to manage the patient moving forward. Additional information has been requested.